Event description:
On (B)(6) 2005, the pt underwent treatment for abdominal aortic and iliac artery aneurysms with gore excluder aa endoprostheses. On (B)(6) 2011, the pt underwent another procedure; the internal iliac artery was coil embolized, and two contralateral legs were added. The pt tolerated the procedure, and the endoleak resolved.

Manufacturer narrative:
Results: the mfg records review verified that the lot met all pre-release specs.